Event description:
It was reported that this patient with this single chamber implantable cardioverter defibrillator (ICD) exhibited high out of range right ventricular (rv) lead shock impedance measurements, measuring greater than 200 ohms. Technical services (ts) was consulted and offered troubleshooting and programming options. Upon review, it was found that device therapies, tachycardia and bradycardia modes were currently programmed off. The health care professional (hcp) was to investigate further. The device system remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that upon most recent in office visit, the shock impedance measurement was reported to be zero ohms with noise recorded. Additionally, it was reported that loss of capture was observed and that the threshold measurement was noted to be stable, but higher measurement. Technical services (ts) was consulted and provided troubleshooting options. It was also noted that the patient has a non-boston scientific device for brain cancer treatment that delivers 18 volts of stimulation and creates a magnetic field across the brain. Ts did make mention, that this device could be the noise source responsible for the zero ohms impedance measurement and previously reported high out of range shock impedance measurement. The plan is to discuss the findings with the physician. At this time, the device remains in-service. No adverse patient effects were reported.

Event description:
It was reported that this patient with this single chamber implantable cardioverter defibrillator (ICD) exhibited high out of range right ventricular (rv) lead shock impedance measurements, measuring greater than 200 ohms. Technical services (ts) was consulted and offered troubleshooting and programming options. Upon review, it was found that device therapies, tachycardia and bradycardia modes were currently programmed off. The health care professional (hcp) was to investigate further. The device system remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this patient with this single chamber implantable cardioverter defibrillator (ICD) exhibited high out of range right ventricular (rv) lead shock impedance measurements, measuring greater than 200 ohms. Technical services (ts) was consulted and offered troubleshooting and programming options. Upon review, it was found that device therapies, tachycardia and bradycardia modes were currently programmed off. The health care professional (hcp) was to investigate further. The device system remains in service at this time. No adverse patient effects were reported. Additional information was received that upon most recent in office visit, the shock impedance measurement was reported to be zero ohms with noise recorded. Additionally, it was reported that loss of capture was observed and that the threshold measurement was noted to be stable, but higher measurement. Technical services (ts) was consulted and provided troubleshooting options. It was also noted that the patient has a non-boston scientific device for brain cancer treatment that delivers 18 volts of stimulation and creates a magnetic field across the brain. Ts did make mention, that this device could be the noise source responsible for the zero ohms impedance measurement and previously reported high out of range shock impedance measurement. The plan is to discuss the findings with the physician. At this time, the device remains in-service. No adverse patient effects were reported. Additional information was received that reported the rv lead was explanted and returned to facility due to patient death. Further investigation found that the patient expired due to patient conditions and not related to the product malfunction.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Additional information was received that upon most recent in office visit, the shock impedance measurement was reported to be zero ohms with noise recorded. Additionally, it was reported that loss of capture was observed and that the threshold measurement was noted to be stable, but higher measurement. Technical services (ts) was consulted and provided troubleshooting options. It was also noted that the patient has a non-boston scientific device for brain cancer treatment that delivers 18 volts of stimulation and creates a magnetic field across the brain. Ts did make mention, that this device could be the noise source responsible for the zero ohms impedance measurement and previously reported high out of range shock impedance measurement. The plan is to discuss the findings with the physician. At this time, the device remains in-service. No adverse patient effects were reported.